Event description:
During laparoscopic gastrectomy a surgical endo stitch needle partially broke off from the 10 mm needle endostitch device while the md was endo suturing the stomach wall. The remaining needle, approximately 2 mm was left on the endostitch device. Remaining needle fragment was unable to be found. FDA safety report ID# (B)(4).